Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found and replaced tubing that had been cut by a pinch valve on the red blood cell (rbc) diluent dispenser pump (pm2) resolving the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a leak of diluent fluid of approximately 5 ml in volume from detached tubing at the white blood cell (wbc) diluent dispenser pump on a coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.